Manufacturer narrative:
This report is for one (1) unknown sleeve. Device is an instrument and is not implanted or explanted. Investigation could not be completed and no conclusion could be drawn as no device was returned. Without a lot number, the device history record review could not be requested. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that a proximal humeral fracture surgery was carried out with the multiloc humeral nailing system (short) on (B)(6) 2015. After the proximal region was fixed, the surgeon drilled the distal side for distal locking. However, the drill missed the target nail. Then, the surgeon held a sleeve and drilled again, putting the weight backward. Eventually, the drill successfully passed through the nail. The procedure was extended for fifteen (15) minutes. This report is for one (1) unknown sleeve. This report is 3 of 3 for (B)(4).